Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No bolus stopped alarm or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received bolus stopped alarm. The customer¿s blood glucose level was 210 mg/dl. Customer reported that they were able to clear the alarm. Customer also stated that the alarmed occurred 6 to7 times. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.